Event description:
It was reported that a cartridge alarm occurred during insulin delivery. In addition, it was reported that the customer experienced a blood glucose (bg) level of 47 mg/dl. Customer consumed carbohydrates to address low bg level. The cause of the low bg was unknown. The customer reverted to an alternate method of insulin therapy.